Event description:
It was reported that monarc sling was implanted on (B)(6) 2008, "with the intention of treating" the pt for "stress urinary incontinence and pelvic organ prolapse." The report indicates that "within a year of implant, the pt began to experience complications." The pt has "suffered serious bodily injuries, including, but not limited to, extreme pain, continual incontinence, and other injuries." "As a result of the implantation of the monarc, "the pt suffered ...hardening, worsening dyspareunia, and recurrent incontinence" leading to the need for add'l vaginal surgery.

Manufacturer narrative:
The monarc sling device is intended to be used for the treatment of stress urinary incontinence. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.